Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. It was determined that the device passed all tests. An assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the drill attachment device failed oscillation test at pre-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.